Manufacturer narrative:
(B)(4). Product has not been returned. Product was discarded.

Event description:
It was reported that the dentist could not seat the unknown healing abutment in the implant. It was no damage to the healing abutment. The internal threads of the implant were damaged. He tapped the implant and now it is fine.

Event description:
It was reported that the dentist could not seat the healing abutment (hc355) in the implant. It was no damage to the healing abutment. The internal threads of the implant were damaged. He tapped the implant and now it is fine.

Manufacturer narrative:
The following sections have been updated: date of this report, updated event description., brand name, device product code, device catalog number and lot number, contact office, date received by manufacturer, 510k number, checked "follow-up", checked follow-up type, added manufacturer narrative.

Manufacturer narrative:
No device was returned for an evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. The alleged malfunction is unconfirmed. Appropriate instructions for use were reviewed. A root cause for the complaint cannot be determined. The following sections have been updated: UDI: (B)(4).

Event description:
No further event information available at the time of this report.